Event description:
The reporter contacted animas on (B)(6) 2012 alleging fluctuating blood glucose (bg) over the past 2 days with low bg of 40 mg/dl in the morning and high of 300 mg/dl with symptoms of sweating, and shaking. Low bg was treated with consuming soda. The reporter stated noticing the time had been set incorrectly to am instead of pm. The patient had been receiving basal doses of pm in the am and boluses for the am in the pm, which caused the bg fluctuations. This complaint is being reported because the patient experienced fluctuating bg as a result of setting the time on the pump incorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.